Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump touchscreen was unresponsive. Customer's blood glucose level was 220 mg/dl. Customer was able to clear the screen and continued using the pump for insulin delivery.